Manufacturer narrative:
This is an initial report. F/u report will be submitted, if the prod is returned for eval.

Event description:
Customer reported receiving inaccurate readings in blood glucose tests. Customer rec'd a reading of 50 mg/dl on their pxtra blood glucose meter compared to a lab reading of 200 mg/dl. All tests were performed on the finger within 10 mins. The results when plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.